Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event - estimated.

Event description:
On (B)(6) 2014 for chest tightness. Coronary angiography showed three vascular lesions in the narrow, 80% stenosed, proximal to mid right coronary artery. It was reported that a 2.25 x 23 mm and a 3.5 x 33 mm xience xpedition stent was implanted. The patient was discharged on (B)(6) 2014. In (B)(6) 2016, the patient was re-hospitalized to prevent blood clots. The patient received transfusion treatment. The patient was discharged. Per the physician, the relationship between the event and the device is not known. The patient is in good health. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. No device issue has been reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The investigation determined a conclusive cause for the reported difficulties cannot be determined as the relationship between the event and the device is unknown. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the previously filed report, new information was received: the previously deployed stent was observed to be patent; drug treatment was only prevention; however, the relationship of the patients symptom's and treatment (blood clots/transfusion) remains unknown. No additional information was provided.